Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display as saying insert battery and had battery failed alarm with another 3 batteries. Customer¿s blood glucose was 166mg/dl, 155mg/dl, 170mg/dl and 175mg/dl. Customer stated that display did not return after pump restart. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Device was monitored for 24 hrs and no blank display anomalies or failed battery test noted. Power connector plug in and locked in place properly. (B)(4).